Event description:
A malfunction was reported on the pump, which occurred after the pump was exposed to heat. There was no reported adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and no further malfunction was noted after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.